Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon interrogation, the pulse generator exhibited inappropriate measured data, false battery impedance was calculated. After a firmware download on (B)(6) 2016, normal device function resumed. The patient's condition was good.